Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx closure device was implanted. Approximately 1 year and 3 months post-implant, the patient underwent transesophageal echocardiogram (tee) to rule out endocarditis. During the tee, a large thrombus was identified on the face of the closure device. The patient was re-started on oral anticoagulation.